Manufacturer narrative:
No questionable results were reported outside of the laboratory. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys pth stat on a cobas 6000 e601 module. The first sample initially resulted in a pth value of 8 pg/ml. The customer deemed the results unlikely as it did not agree with the patient's medical condition, so the sample was repeated. The sample was repeated three times on (B)(6) 2025, resulting in values of 38 pg/ml, 32 pg/ml, and 32 pg/ml. The second sample initially resulted in a pth value of 10 pg/ml on (B)(6) 2025. The result did not agree with the patient's medical condition, so the sample was repeated. The sample was repeated twice on (B)(6) 2025, resulting in values of 234 pg/ml and 231 pg/ml.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). There was no calibration influence. Controls were within range prior to the sample measurements. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of the alarm trace showed no relevant alarms. The investigation is ongoing.